Event description:
It was reported that this right ventricular (rv) lead showed high pacing thresholds with capture. The patient came into the emergency room with complete heart block (chb) and pain stimulation. The chb is a known patient condition. The r wave showed low amplitude. Various options were discussed as the origin for the rv lead issues. The rv lead remains in service. The patient received a non bsc pacemaker so they can pace left ventricular chamber only, if needed. At this time the rv lead has been explanted and returned for analysis without additional allegations. Additional information has been requested to the field representative. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction of b5, describe event or problem field. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead showed high pacing thresholds with capture. The patient came into the emergency room with complete heart block (chb) and pain stimulation. The chb is a known patient condition. The r wave showed low amplitude. Various options were discussed as the origin for the rv lead issues. The rv lead remains in service. The patient received a non bsc pacemaker so they can pace left ventricular chamber only, if needed. At this time the rv lead has been explanted and returned for analysis without additional allegations. Additional information has been requested to the field representative. No additional adverse patient effects were reported.